Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling undesired sensations. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).